Event description:
It has been reported to philips that images were not loading. No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was reported to philips that images are not loading. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. There is no allegation of death or serious injury. Based on the results of the analysis, image loading failed due to cached data not being cleared on the drive. As a immediate action, the file was deleted and study was converted manually from service tool. Service personnel verified that the images loaded successfully. Iscv was confirmed to be operating per specifications. Based on the available information, this record is considered to be non-reportable. Note: evaluation results and conclusion FDA c-code were updated.